Event description:
New information received noted that the rv lead continued to exhibit high out of range high voltage lead impedance. The patient was asymptomatic to the event and was in stable condition. No intervention was performed; the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed high out of range high voltage lead impedance in one vector. The patient was brought in the clinic for further evaluation. It was noted that the impedance had remained stable throughout the lifetime of the lead. No intervention was performed. The patient was in stable condition and will continue to be monitored.